Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and that threshold measurements had increased into the high range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2002. (B)(4).